Manufacturer narrative:
Sieve dust migrated from the sieve beds into the valves of the manifold assembly and muffler causing a reduction in oxygen concentration.  This condition will lead to illumination of the yellow indicator light representing low oxygen concentration ((B)(4)).

Event description:
It has been reported by a dealer that an (B)(4) concentrator expelled powder when in a patient's home.